Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2012; a 5568-53 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that high thresholds on the left ventricular (lv) lead led to battery depletion of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The lead was capped and replaced to achieve lower thresholds in the hope that the new ICD would last longer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.